Event description:
The user alleged that while using the lg there was an inaccuracy issue of 1.1 cm during the navigation. Fluoroscopy verified that the lg tip was at the surface of the lesion, and the physician took a biopsy. It was also reported that the patient developed a pneumothorax. The physician reported that the patient tolerated the pneumothorax better than expected. The physician further reported that the patient has horrible copd. The patient required a chest tube and went for transthoracic needle procedure the following day.

Manufacturer narrative:
Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approximately 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen.